Event description:
Colonoscopy was to be performed and nurse followed protocol of flushing scope prior to use. During procedure, specks of "glitter-like" substance were observed. While using foot pedal to flush water into area, it was noted that once foot pedal was released, the water continued to flow. Scope was pre-cleaned in room and returned to the decontamination room for processing and while hanging, the scope was noted to have a grey black liquid coming from it. A specimen of the liquid was obtained and clinical engineering, patient safety and infectious disease were notified.